Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not connecting to network. A technical support specialist (tss) connected to the station, checked the station logs, and found the station in error mode due to a database issue requiring a manual recovery process. The tss followed the knowledge article (ka) manual recovery required datasyncinvaliduploadchangetrackingvalue, verified the logs, recovered the station, and resynchronized it, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device was not connecting to the network. The station had previously been connected while located in the pharmacy 14 days prior. After being moved to or 9, the device failed to connect to the network, although or 8 was functioning normally. Multiple network cables and ports were tested without resolution. The device was subsequently moved back to the pharmacy, where it continued to fail to connect despite local it confirming that the ports were correctly configured. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.